Event description:
It was reported that the holding sleeve had a broken tip. The instrument was not used in any surgery; therefore, there was no pt impact.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation and the holding sleeve tip was broken along the minor diameter on half of the thread, with two breaks through the thread leading to the minor diameter. There were axial scratches on the shaft, indicating rotation and contact with another object. Specification investigation showed that the thread met specifications. Add'l investigation stated that the sleeve would not function in its returned condition; therefore, functional checks could not be performed. As this device was not used in surgery, it is unk how the device became damaged. The root cause is indeterminate. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR.